Event description:
Procedure: right inguinal hernia repair or laparoscopic herniorraphy according to the reporter, the patient underwent surgery and had the device implanted into the lower abdominal area along with a fibrin sealant. Following the procedure, the patient began to experience a worsening pain and discomfort that would not resolve with conventional pain treatments. On (B)(6) 2014, the patient returned to the hospital with complaints of severe right lower abdominal pain, nausea, vomiting and fever. Radiologic images taken at that time were reported to have shown an area which was concerning for a necrotizing process. An emergency laparotomy was performed. There was no evidence of bowel injury or other abnormalities. The surgeon reported encountering a murky and infected-looking fluid and that the right colon, cecum and transverse colon were massively dilated from the ileus due to the necrotizing process. The surgeon described an acute infection where the mesh was. The infection spread along the retroperitoneum on the right side and extended up to the liver. The retroperitoneum was described as very thickened, woody and hardened. The mesh was found to be floating in the murky, infected-looking fluid. The mesh was removed and the preperitoneal space was irrigated. The appendix was removed as a result of its involvement in the infectious process. The patient was moved to the intensive care unit after the surgery. The patient was intubated and treated with antibiotics. The patient was eventually extubated, moved to a stepdown unit, advanced to a regular diet, and continued antibiotics. On (B)(6) 2014, the patient was discharged from the hospital with a principal diagnosis of infection and inflammatory reaction due to other internal prosthetic device, implant and graft. A secondary diagnosis of septicemia, septic shock, severe sepsis and other conditions were made. It has been reported, that, following this incident, the patient has continued to experience pain, alteration of bodily processes and required additional surgical and medical care.

Manufacturer narrative:
(B)(4).